Event description:
Boston scientific received information in march 2009 that this clinic nurse contacted boston scientific's technical services (ts) to report that this device and competitor right ventricular (rv) defibrillation lead was exhibiting electrogram noise on the shock channel only. The shock impedance measurements had been stable at 47 ohms. The observation could be reproduced during patient isometrics. Ts discussed obtaining an impedance reading during pocket manipulation. The physician suspected a primary competitor rv defibrillation lead issue but wanted a copy of the boston scientific subpectoral implant advisory letter. The physician did not believe this device had been implanted subpectorally. The available information suggested that the device and competitor lead system remained in-service. Subsequently, boston scientific received information in (B)(4) 2013 that this health care professional (hcp) contacted ts to inquire about the remaining longevity of this chronic device. The device's current monitoring voltage was 2.68 volts associated with a charge time of 18.4 seconds. Additionally, the clinic nurse mentioned that the competitor rv defibrillation lead was exhibiting electrogram noise on the shock channel but the shock impedance measurement is 38 ohms and has been stable. The clinic was informed that the device could trigger elective replacement indicator (eri) by charge time (18.9 seconds). Ts discussed beeping tones at eri and then 90 days from eri to end-of-life (eol). Ts mentioned that the device does not use the shock channel in the detection algorithm.

Manufacturer narrative:
Boston scientific received information that this device and competitor lead system was exhibiting high rv pacing thresholds (greater than 5 volts and low r-wave amplitudes (4.0 mv range). The physician inquired about induction options. The device was electively explanted due to normal battery depletion. The device was received at boston scientific's return products department. The device is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Engineering calculations determined that this device did not meet expected longevity. Pacing, sensing, and shocking functions (including impedance measurements) were verified per bench top testing. No electrogram noise was generated during bench top testing. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.